Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal without lymphadenectomy surgical procedure, the customer encountered trouble with the vessel sealer extend (vse). It was stated that the vessel sealer was plugged into the e-100 and the power button was white, but the instrument led had no color. Furthermore, it was stated the vessel sealer was installed on universal surgical manipulator (usm) 4. The technical support engineer (tse) confirmed the vessel sealer was installed on usm 4, but the tse did not see any errors in the logs. The caller rebooted the e-100 and reseated the instrument and sterile adapter on usm 4, but the issue remained. The site then moved the vessel sealer to the erbe port, and the vessel sealer was recognized. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was first identified during the procedure. E-100 functionality was not able to be recovered. The procedure was completed robotically with the erbe with no harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to recreate the issue. Fse swapped out the e-100, but the issue was still present. Fse then checked to see if the nest was enabled on the system. The node was not activated. Fse reenabled the node and placed the original e-100 back on to the system. The e-100 was working without any issue. The system was tested and verified as ready for use.